Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a kinked cannula with a non-tandem infusion set and was subsequently hospitalized for elevated blood glucose ranging from 400 to 590 mg/dl. Customer was treated with intravenous insulin drip. Treatment resolved the issue with no permanent damage sustained. Although requested, a release date was not provided. Brand of infusion set was not reported.